Manufacturer narrative:
(B)(4).

Event description:
A consumer reported on 2015-10-21 that they had a loss of therapy. It was indicated that they had no control of their bladder and thought the device was turned off. Additional information received from the consumer on 2016-01-04 reported that the circumstances that led to the loss of bladder control was battery life. The patient spoke with the manufacturer representative (rep) and he changed the stimulator program. The rep and health care professional (hcp) were going to change the battery in the stimulator on (B)(6) 2015 (surgery). The steps taken to resolve the loss of bladder control included changing the program and adjusting the number. It was no longer effective. The patient's indication for use is urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.